Manufacturer narrative:
The sample from (B)(6) 2015 was sent in for investigation. The investigation confirmed the customer's result from this sample. The roche ca 19-9 result is believed to be correct. It is known that different methods regarding ca 19-9 can produce different results in specific samples due to the complex nature of the antigen.

Event description:
The customer questioned results from one patient tested for carbohydrate antigen 19-9 (ca 19-9). Of the data provided, two samples were erroneous when tested for ca 19-9. It is not known if erroneous results were reported outside of the laboratory. The patient has gallbladder cancer and is seen at two different hospitals every other month. The customer uses the modular e module analyzer for testing and the other hospital uses an architect analyzer. The patient was scheduled for gallbladder surgery sometime between (B)(6) 2015 . Prior to the surgery, samples were obtained once a month for testing on the modular e module analyzer between (B)(6) 2014 and (B)(6) 2015. During this time, additional samples were obtained from the patient once a month for testing on the architect analyzer at the second hospital between (B)(6) 2014 and (B)(6) /2015. On (B)(6) 2015 the was in the hospital after the gallbladder operation. The initial ca 19-9 from the modular e module analyzer was 211 u/ml. The repeat result from a beckman analyzer using their ca 19-9 reagent was 155.9 (unit of measure not provided). On (B)(6) 2015, post-surgery, a new sample was obtained from the patient where the initial ca 19-9 result from the modular e module analyzer was 65 u/ml. The repeat result from the architect analyzer was 13 (unit of measure not provided). No adverse event was reported. The customer has 3 modular e module analyzers. According to the customer all samples were tested on modular e module analyzer serial number (B)(4) except for the (B)(6) 2015 sample. The (B)(6) 2015 sample was performed on module analyzer serial number (B)(4).

Manufacturer narrative:
This event occurred in (B)(6).